Manufacturer narrative:
(B)(4).

Event description:
Procedure type: recto-endometriosis. According to the reporter: only tissue resection was actuated, and not the suture. It was necessary to perform a new recto resection with ileostomy.